Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer believed the insulin pump had possible insulin flow blockage. Blood glucose value was 600 mg/dl at the time of the incident and the customer experienced dry mouth as a symptom. The customer was not hospitalized. Troubleshooting was performed and the device was working as designed. Nothing will be replaced or returned.